Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined because information on the handling of device at the user facility and the reprocessing method cannot be obtained. However there was possibility that this phenomenon was attributed to the reprocessing method at the user facility deviated from the instruction manual.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter adhering to around forceps elevator of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.